Manufacturer narrative:
(B)(4). The complainant indicated that the actual device is not available for evaluation. However, a companion sample is available for analysis. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred during the hemodialysis treatment. During the treatment, the machine initially alarmed for a blood leak. However, the nurse used a blood test strip, which tested negative. The machine was turned off, and on, and then the treatment was continued. The machine alarm recurred and minor blood leak was displayed. A blood test strip was used and tested positive. The user facility reported that the ¿dialysate pin¿ was found to be pink so the patient was switched to another unit to complete the treatment. The ¿dialysate pin¿ was defined by the user facility as the "long stem inside the dialyzer" which references the fiber bundle. No dialyzer damage was visible. The patient's estimated blood loss was approximately 300ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The actual device, which was discarded, is not available for evaluation by the manufacturer.

Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.